Event description:
Ambulance personel were treating a cardiac arrest pt. The operator connected the device to the pt and observed the pt to asystolic. The operator attempted to pace the pt and allegedly the device would not allow the pacing function to operate, accompanied by a service indication from the device. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.